Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wires was confirmed; the probes strain relief is torn and pulling away from the probe handle. The front enclosure is cracked at the top right of the housing. The front enclosure has a broken standoff on the inside of the housing. The sr8 was visually inspected upon receipt and was found to be in poor physical condition. The root cause for these issues are due to use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - cord is pulling away at the strain relief on the probe and wires are exposed.